Event description:
The facility rep reported a pump that, "keeps resetting". Through further clarification with the customer, it was determined that the pump shuts itself down and then turns back on, as it is resetting without indication that it is going to shut down. This event occurred during biomed testing. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
During product evaluation, the reported condition of a device that, "keeps resetting" was not confirmed. The device was retested and returned to the customer within spec in 2009.